Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "patient sensitivity to materials". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "please read all instructions before using this device. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Device description: the hydrosil go® intermittent urinary catheter is a silicone tube inserted into the urethra for the purpose of draining the bladder of urine. Not made with natural rubber latex does not contain dehp indications for use: the hydrosil go® intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications: none known. Warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions: urinary tract infection; bleeding from the urethra; irritation of the urethra. Instructions for use: review the self-catheterization procedure with a healthcare professional. Always wash hands prior to use. Open the catheter package by peeling the tab upwards with the aid of the finger hole. If desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize. Clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal: place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. Wash hands." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the catheter was logged as a precaution against catheters. A nurse complaint has been previously logged. It was noted from the letter that after a visit from the nurse, they recommended the wrong type of catheter. The patient had five emergency admissions in the month of april, where the user was diagnosed with sepsis, pneumonia and developed a scrotal abscess that had to be removed under anesthetic. After coming home, the patient could not climb the stairs. The district nurse had to dress their wounds, and they could no longer walk unaided. Per follow up via email on 15-feb-2024, the patient¿s wife reported that the patient passed away on (B)(6) 2024. The cause of death per death certificate was urosepsis, multiple urinary tract infections (utis). Additional information was received via email on 27-feb-2024. A bd (becton dickenson) representative met with the patient and his wife on (b)96) 2023. The patient was original referred to the bd nursing service by an nhs continence nurse specialist on (B)(6) 2023 for consideration of a male external catheter (mec) with a view to managing urinary symptoms overnight whilst awaiting an appointment with a urologist. However, the patient was taught to catheterize by the visiting bd nurse during a home visit on (B)(6) 2023. Patient wife informed bd that the patient subsequently presented to the general practitioner (gp) as he felt unwell on (B)(6) 2023 at which time patient ceased intermittent self-catheterization (isc) on the advice of gp having undertaken the procedure 2-3 times. Patient had also experienced a small amount of bleeding when self-catheterizing. As he felt no better the following morning ((B)(6) 2023), patient was admitted to hospital via a&e where patient was diagnosed with a testicular abscess which required orchidectomy. Whilst in hospital he developed pneumonia and ¿heart problems¿. Following discharge, patient felt frail and weak, and patient was unable to climb the stairs. Patient was referred to the dietician due to weight loss. Patient had another hospital admission later in the year due to a further testicular abscess which was treated with oral antibiotics. Per follow up via email on 01-mar-2024, a bd representative reported that the patient only used hydrosil go following the initial visit by the bd nurse ¿ this appears to have been used 2-3 times since this initial visit. At the time bd representatives met with the patient in (B)(6) 2023, the patient was not using any product. It was unknown if the patient used a product beyond this as his condition deteriorated. If he did, it was not supplied by script-easy.

Event description:
It was reported that the catheter was logged as a precaution against catheters. A nurse complaint has been previously logged. It was noted from the letter that after a visit from the nurse, they recommended the wrong type of catheter. The patient had five emergency admissions in the month of april, where the user was diagnosed with sepsis, pneumonia and developed a scrotal abscess that had to be removed under anesthetic. After coming home, the patient could not climb the stairs. The district nurse had to dress their wounds, and they could no longer walk unaided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "patient sensitivity to materials". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "please read all instructions before using this device. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Device description: the hydrosil go® intermittent urinary catheter is a silicone tube inserted into the urethra for the purpose of draining the bladder of urine. Not made with natural rubber latex. Does not contain dehp. Indications for use: the hydrosil go® intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications: none known. Warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions: urinary tract infection, bleeding from the urethra and irritation of the urethra. Instructions for use: review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize. 4. Clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. 6. Keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal: 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8. Wash hands." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.